Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer's pump was included in a field correction, and since the customer had not yet completed the required form, the technical support (cts) completed it on their behalf. Cts replaced the pump and instructed the customer on several steps, including placing the defective pump in storage mode and sending it back to tandem using a prepaid label within 10 days to avoid charges. The customer was also advised on programming settings into the replacement pump and connecting their continuous glucose monitor (cgm) to the new device. The customer chose to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, and they received instructions for the process, confirming their understanding throughout.